Manufacturer narrative:
H4: the lot was manufactured from february 05, 2023 to february 08, 2023. H10: the actual device was returned for evaluation. Visual inspection was performed and a tear was observed at the upper middle area on the back side of the sample. Functional testing was performed and a leak was identified at the upper middle area at the back of the sample. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the back side upper middle (maybe a pinhole). This was discovered during filling, prior to patient use. There was no patient involvement.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.